Manufacturer narrative:
A visual evaluation of the returned guidewire revealed only the section of the distal tip (polymer tip) was returned, approximately 5.0 cm. The corewire and jacket were not returned for analysis. The complaint is not consistent with the returned guidewire since the whole tip of the device was detached/broken off from the corewire and the hydrophilic tip of the metal corewire was not exposed. The returned polymer tip was separated/detached from the corewire cannot be determined based on the information available and the fact that the corewire was not returned for its analysis. Taking into consideration these factors a definitive root cause could not be identified. It is concluded that the most probable root cause for this event is "undeterminable".

Event description:
It was reported to boston scientific corporation that a jagwire guidewire and a wallstent biliary stent was used during an endoscopic retrograde cholangiopancreatography stenting (ercp stenting) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached and the tip of the metal corewire was exposed. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire and a wallstent biliary stent was used during an endoscopic retrograde cholangiopancreatography stenting (ercp stenting) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached and the tip of the metal corewire was exposed. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.